Event description:
The pt was brought to the lab and was being prepped for a tee/a-fib ablation. The carto was turned on and did not boot properly. After troubleshooting with the rep, it was decided to move the pt to another room for the procedure.